Manufacturer narrative:
The customer reported getting a charge shock malfunction message. The device was evaluated at philips. The symptom could not be duplicated, but the event summary: showed errors supporting that a charge shock equipment malfunction and occurred. The therapy pca was replaced due to these errors. The device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported getting a charge shock malfunction message.